Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 20 mg/dl. Customer's spouse provided customer with juice as the customer had a seizure and was incoherent. No injury occurred. Customer alleged pump delivered approximately 18 units without being requested. Pump cartridge showed 0 units. Pump history was reviewed with tandem technical support (cts) which showed the customer suspended insulin due to entering the load menu. Two fill tubing alerts occurred and no further data was shown until 2.5 hours later at which time the load menu was re-entered and the fill tubing was completed. With the pump delivery suspended, no basal insulin was being delivered and as the initial load fill tubing was not completed, the cartridge would show as 0 units. Pump data was reviewed by cts and the pump history data was confirmed. Customer acknowledge the information; however, did not believe this event was performed by the user (customer).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not entered into the pump by the user and continuous glucose monitor (cgm) was not connected to the pump on (B)(6) 2018. The pump was successfully unlocked by the user at 1:23 am on (B)(6) 2018 and a cartridge change process was initiated at 1:24 am. The user received an incomplete fill tubing alert which continued until acknowledged by the user at 4:00am. A fill tubing step was then initiated, and 30.19 units were primed through the tubing. Basal delivery was resumed at 4:10 am. The user successfully unlocked the pump at 4:13 am and completed the cartridge change process a second time and resumed insulin at 4:17am. The user successfully unlocked the pump and completed the cartridge change process a third time at 4:22 am and resumed insulin at 4:25am. The user then delivered two boluses, 2.5 units at 4:40 am and 1 unit at 4:42 am, without entering current bg value complaint could not be confirmed. If user did not disconnect during the multiple ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Event description:
Customer could not recall if infusion set was connect at the time of the fill tubing step.